Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With such limited information, the exact cause of the post valve deployment coronary occlusion cannot be confirmed. Investigation results suggest/indicate in additional to the procedure itself, patient factors (severe aortic stenosis, cad) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: forrest, j. (2018). Coronary obstruction after tavr. Tct 2018 presentation. Retrieved from: https://www.tctmd.com/slide/case-2-case-coronary-obstruction-after-tavr.

Event description:
As reported in an article, ¿coronary obstruction after tavr¿, 20 minutes post implant of a 23mm sapien 3 valve via the subclavian approach, the patient developed severe hypotension. Differential diagnosis (ddx) of hypotension was listed as pericardial effusion, annular rupture, coronary occlusion, valve dysfunction, bleeding, protamine reaction and ¿anesthesiology resident gave something¿. The ddx was determined to be pericardial effusion, annular rupture, coronary occlusion, or valve dysfunction. A jl4 guide [catheter] was engaged with improvement in the blood pressure. A drug eluting stent (des) was placed. The patient had recovery of left ventricular function in the catheterization lab and was discharged to home on postoperative day (pod) 3. The valve remains implanted in the patient. The recommendations of the presenter: have pci equipment easily accessible; have cpb/cps devices and equipment ready to go and know how to use; in high risk cases (low coronaries + small sov) consider prophylactic coronary protection with guidewire and stent; consider tee; potential role for angiography during balloon valvuloplasty. The native annulus measured 25.1mm x 25.4mm x 26.9mm with a valve area of 3.499cm2.